Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-40, lot# 0208302260, implanted: (B)(6) 2014, product type lead. Product ID 3389-40, lot# 0208302261, implanted: (B)(6) 2014, product type lead .

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that t here were low impedances on the left lead that led to high current values. The etiology was stated to be related to the left lead; it was unknown if it was related to medication. The diagnostic methods included device interrogation on (B)(6) 2015 that resulted in high impedances on the left lead. The actions/interventions included an epileptologist visit and a neurosurgeon visit; the lead was repositioned on (B)(6) 2016. The event resulted in the patient being hospitalized for 7 days. The issue was resolved at the time of this report. There was no known impact or consequence to the patient. The patient's medical history included cognitive impairment, moderate executive function problems, ongoing; year patient was diagnosed with epilepsy: 1965.

Manufacturer narrative:
Was updated to malfunction.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that on (B)(6) 2017, the endpoint adjudication committee (eac) assessed this event was possibly related to the surgery and possibly related to the investigation device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the cause of the low impedance and high current was a lead migration. The clinical diagnosis was based on a CT image and the measurement of the current. The etiology was updated to possibly related to the procedure, ins and lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.